Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was quick depletion and high battery impedance was noted on the implantable pulse generator (ipg). It was also reported there was high threshold on the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.